Event description:
The helix on this lead would not extend or retract during the implantation procedure. In addition, there was no capture. The lead was not implanted.

Manufacturer narrative:
(Other): the helix would not extend or retract during the implantation procedure. The analysis from the manufacturer is pending.